Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that while the pt was at home, she was awakened by red heart alarms which continued after the pt exchanged the system controller. The pt called emergency services (ems) and was taken to the hosp where all the equipment was exchanged in an attempt to troubleshoot and resolve the alarms. In addition, x-rays were taken, waveforms and log file data were forwarded to the MFR for analysis. While the pt was in the hosp, "pump disconnected" and "low flow" alarms were displayed on the system monitor although all the components and equipment were connected. The pt was taken to the or for a pump exchange and after the pump was explanted, the hosp made a decision not to implant another lvad as the pt had tolerated the explant well. The pt remained in the ICU being maintained on inotropes and a few days later received a heart transplant. The surgeon reported that initial visual inspection of the explanted pump revealed that the percutaneous lead was dislodged from the pump housing.

Manufacturer narrative:
Our eval of the percutaneous lead revealed a fracture of the bend relief adjacent to the pump housing which appeared to propagate over a period of time during clinical use. This fracture caused stress to the electrical wires and resulted in wire fatigue and the pump alarms as reported. Consequently, this disruption resulted in an open circuit of two motor phases and the resulting exposed conductors shorted to the braided shield while the device was supported by the power base unit/power module. The MFR has initiated and distributed the attached urgent medical device correction letter identifying the probability and symptoms of potential percutaneous lead compromise, recommending that the pump be replaced as soon as possible if damage to the percutaneous lead is confirmed. Hospitals have been requested to review the instructions for care of the percutaneous lead with their ongoing lvas pts and have been requested to have any ongoing lvas pts return to the hosp for an inspection of the percutaneous lead and if the hosp suspects that an lvas pt may have a damaged percutaneous lead, to please contact the MFR's technical services dept for assistance. (B) (4) no further info is available. The MFR is closing its file on this event.